Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt was receiving intermittent therapy with intrathecal baclofen; spasticity was not controlled with the pump. A rotor study was not performed. The pump was replaced. The pt recovered without sequela.